Event description:
It was reported that during a small bowel resection procedure, the first device fired staples that were not formed. A second device was loaded incorrectly. The third was fired and the staples did not form. A fourth device was used to complete the case with no pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.